Event description:
The implant failed due to infection. The implant was placed at #37 and removed after 2 months. One stage surgery.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.